Event description:
It is reported that the patient received an implant on (B)(6) 2007. The implant surgery was complicated with a calcar fracture and was treated with a cerclage wire. Subsequently, the patient was revised on (B)(6) 2007 and during the revision surgery, it was found that the cerclage wire was loose and it was removed. A new head was implanted and the hip was debrided.

Manufacturer narrative:
This report is being amended to reflect changes. Use of the cable to secure a calcar fracture is an indication for the 1.8mm diameter wire. There is no information available on if or when the fracture had healed within the 5 months. A complaint history review indicated that this is one of only three complaints reported for the lot number involved. The package insert states "if the fracture does not heal or bony fusion does not occur, the system could eventually be subject to fraying, loosening, disassembly, and/or breakage." An exact cause of the cable becoming loose cannot be determined. There was no product returned; therefore, no physical evaluation could be conducted. The device history records were reviewed and found conforming to the requirements at the time of manufacture. Cable ready cables are used for treatment.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Concomitant medical product(s): 00771100500 ¿m/l taper stem ¿ 60663801; 00801803202 ¿ versys femoral head ¿ 60687437; 00631004832 ¿ xlpe liner ¿ 60676646; 00620204822 ¿ tm cup ¿ 60679173; 00625006535 ¿ trilogy bone screw - 60691593. Reported event was confirmed by review of medical records noting a calcar fracture during the initial procedure which was fixed with a wire. During the revision due to pain and difficulty ambulating. The wire was found to be grossly loosed and was explanted. The stem was found the be well fixed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01331.

Event description:
No additional event information to report at this time.